Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed atrial undersensing on their implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.